Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used on the skin. During the procedure, that suture broke during sewing the skin. The suture broke easily when it was pulled slightly. And the wound is not tightly closed after sewing. There was poor wound healing. No additional information could be provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/28/2022. Additional information was requested, but unavailable: was there any medical or surgical intervention performed? Please describe any medical intervention required to treat the patient condition including medication name and results. Does the patient have a known allergic history to any medical devices, food and/or medication? What is the current status of the patient? According to feedback of the sales, it is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/6/2022. Additional information: h3, h6 h6 component code: g07002 no device returned a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, but unavailable: - was there any change in the patient¿s post-operative care due to the poor wound healing? - was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. - could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. - what is the current status of the patient? -------- all answers above are unobtainable. Once there is any update, we will update the information. Additional information was received: after investigation, a 26-year-old male patient underwent surgery due to femoral fracture on (B)(6) 2022 (specific surgical name and surgical side were unknown). The operator used the sa83g for interrupted suturing of skin tissue during surgery. The suture broke during sewing. The operator immediately replaced a new suture (specific product information was unknown) to continue. The subsequent surgery went smoothly. On the day after surgery, the patient had poor wound healing and knot reaction (specific symptoms and examination results were unknown). No further details regarding the event were provided by the hospital and no subsequent adverse event reports were received. Additional information was requested. If any additional information is received, a supplemental medwatch report will be sent: was there any medical or surgical intervention performed? Please describe any medical intervention required to treat the patient condition including medication name and results. Does the patient have a known allergic history to any medical devices, food and/or medication? What is the current status of the patient? H3 investigational summary: actual customer complaint sample or same batch representative sample are not returned. Same batch manufacturer retained sample evaluated for [appearance] and [tensile strength] per current version of sop-06-14 and no issue found, detail testing data please refers to investigation plan. DHR reviewed and no issue found. The root cause of this complaint can¿t be determined, this complaint data will be kept for trend analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.